Event description:
It was reported that during a colon procedure, the staple line was complete. The anastomosis was completed, but when the instrument was to be removed from the tissues, it appears more difficult that it should be. The surgeon managed to remove the device, but slightly tore the tissues (on several points only, not the complete staple line). There was no hemorrhage. Manual sutures were made on these points. Leakage test performed ok. No consequences to the pt. Add'l info requested, but not available.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.